Manufacturer narrative:
We have inspected the qc documents of the affected product and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We have consulted an experienced trauma surgeon: no swinging distance available at an non-stable fracture pattern. This leads to micro movement and subsequent to the plate failure. In this case, on each side close to fracture 2 screws were used, then 1 plate hole were not used and the most medial and lateral hole were used again. According to ao principles, each three screws should be used in the three most lateral and medial plate holes to increase the swinging distance.

Event description:
It was reported that a clavicle plate 10-hole broke 3 months post-op. Original implant date (B)(6) 2019.